Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 409 mg/dl at the time of incident. Customer also stated that insulin pump had no delivery alarm. Customer states the insulin exited. Customer stated that the infusion set cannula was bent. Customer declined to troubleshooting since the cause of high blood glucose was due to bent cannula. The insulin pump will not be returned for analysis.